Manufacturer narrative:
The insulin pump had intermittent b button response due to corroded keypad traces. No button error alarm was noted during testing. The up and down arrow button response was normal. The insulin pump was received with a cracked case at a display window corner, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer's mother reported via phone call that the buttons were not responding and the insulin pump alarmed button error. Blood glucose value was 515 mg/dl. It was stated that blood glucose was probably high because the customer was working and not paying attention. Customer treated with a manual injection and using the insulin pump for the basal rates. It was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis. The insulin pump would be replaced and returned for analysis.